Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 06/28/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6)2023. The pediatric patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the upper buttocks. The patient experienced 2 seizures within 3 hours, had tingles and numbness in feet. The bg reading was 2.1 mmol/l and the cgm reading was 4.7 mmol/l. An ambulance was called, and the paramedics did not provide any medication for the patient. She was already feeling better going to the hospital, and there was no treatment provided there. At the time of the report the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. The pediatric patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the upper buttocks. The patient experienced 2 seizures within 3 hours, had tingles and numbness in feet. The bg reading was 2.1 mmol/l and the cgm reading was 4.7 mmol/l. An ambulance was called, and the paramedics did not provide any medication for the patient. She was already feeling better going to the hospital, and there was no treatment provided there. At the time of the report the patient had recovered. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.